Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with cracked case on the display window corners, scratched screen, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, and missing address/serial number label.

Event description:
It was reported that the customer was in a bike crash on his way from school. The screen was totally blank, and they took the battery cap out, but the battery seemed to be stuck inside it. The last blood glucose reading was 75mg/dl. The customer mentioned that there was a crack in the battery casing and the label sticker on the back of the insulin pump. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.